Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a (B)(6) male patient, underwent a persistent atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and 31 days after initial procedure presented fever of 42 degrees, convulsion and left hemiplegia which required brain magnetic resonance imaging and medication. Thirty four (34) days later, after meals patient had chest discomfort with convulsion. At this time ventricular tachycardia and st-elevation were observed which needed from chest computed tomography. An esophageal fistula was observed which was taken care off with conservative therapy (unknown). The patient¿s medical history is unknown and he fully recovered about 1 year later. Settings during the event include: power of 30 watts with 30 second duration. The device history record (DHR) review cannot be conducted because no serial number was provided by the customer. The investigational analysis has been completed. Repair follow-up was performed and service was declined. The system does not need repair.

Manufacturer narrative:
A) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) the device history record (DHR) review cannot be conducted because no asset information was provided by the customer. C) since the serial number is unknown, the full UDI number cannot be provided. (B)(4).

Event description:
It was reported that a (B)(6) years old male patient, underwent a persistent atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and 31 days after initial procedure presented fever of 42 degrees, convulsion and left hemiplegia which required brain magnetic resonance imaging and medication. 34 days later, after meals patient had chest discomfort with convulsion. At this time ventricular tachycardia and st-elevation were observed which needed from chest computed tomography. An esophageal fistula was observed which was taken care off with conservative therapy (unknown). The patient¿s medical history is unknown and he fully recovered about 1 year later. Settings during the event include: power of 30 watts with 30 second duration. The awareness date for this record is (B)(6) 2015 because information was got by the conference presentation at the annual meeting of the japanese circulation society on this date.